Event description:
It was reported that the patient developed an infection at the pod insertion site (leg) after wearing the device for longer than 48 hours. The patient reported that the site appeared erythematous to purplish with small bumps and was swollen, firm, and warm to the touch. The patient also experienced a sensation of heat over the skin and pain at the right thigh. The patient was taken to the hospital on (B)(6) 2026 and was diagnosed with a skin infection. The patient reported receiving intravenous antibiotics for treatment. The patient was hospitalized for three days. During hospitalization, an incision and drainage (I&d) procedure was performed, and wound cultures were obtained, which identified staphylococcus aureus. Patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.